Event description:
It was reported that the physician was using the lead for the first time and did not care for the recommendation that the lead be exercised before implantation. The physician stated that the lead "[felt] completely different" and "much stiffer" than the previous lead model from the same lead family. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.